Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of a post procedural complication. Catalog number in d4 is the international list number which is the same us list number of 062903. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An unknown post procedural complication is a known complication of a nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2026, a patient in australia underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). It was reported that the patient's nj tube was "in situ" and was admitted to the ICU. The patient experienced an unknown post procedural complication. The status of the device is unknown.